Event description:
The customer reported that when plugging the system into the wall, a load tone eminates from the workstation and the system will not power up. No pt or staff injuries have occurred. An alternate c-arm was used. The system fully boots with no image on monitors.

Manufacturer narrative:
The svc rep determined that the display adapter has failed. The system was not producing frame sync in workstation. He ordered a display adapter for replacement. The rep removed and replaced the display adapter pcb. The rep re-booted the system several times with no failures. System performs as intended.